Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted neurostimulator (ins). The patient reported that about a week after implant date they noticed the ins was moving a little bit in the pocket, and "now it's really moving." The patient added that it takes 4-5 hours to get the ins fully charged because the wireless recharger (wr) won't maintain a connection with the ins. The patient mentioned that they have to keep the wr in their bra, and they cannot move for 4-5 hours while the ins charges. A few months ago (maybe in july), the patient noticed that the ins battery sometimes depleted rapidly overnight. The patient said they fully charge the ins at night, but by the next morning the ins charge level would be down to 0% or 25%. The patient mentioned that they reported the wr connectivity issue to their healthcare provider back in june and the healthcare provider told the patient it was a common problem. The patient has not reported the ins movement issue to their healthcare provider yet. During the call, the wr made a connection to the ins and maintained the connection. No issue was found with the wr. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported.